Manufacturer narrative:
The reported high impedance was confirmed. Microscopic inspection of the returned lead identified multiple broken wires in the lead body that corresponded to channels 1, 2, 6 and 8 which would cause impedance issues that will result in ineffective therapy. This is consistent with the observation made in the field. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. During the ipg replacement on (B)(6)2024, system diagnostics recorded high impedances. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.